Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accumax 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, while on laser activation, the body of the laser fiber was broken. The procedure was completed with another accumax 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.